Manufacturer narrative:
No failure was found, the 91496 module recognized an episode of bradycardia that transitioned to asystole and then generated a series of medium and high priority alarms. The fse went on-site and tested all products referenced in the reported event according to the performance test listed in the service manual. All tests passed, including both visible and audible alarm notifications. This report is considered final.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on september 20, 2021. Spacelabs field service engineer reported there was a failure to alarm in ICU bed 5154 at 8:18am (B)(6) 2021, and the patient expired.